Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the torque knob of an a1059 mayfield modified skull clamp had lost its pressure during an unspecified case. The date of incident was not provided. The pressure went down from the original set pressure on the 80 pound (lb.) Torque knob. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. An investigation of the device manufacturing records was conducted by the manufacturer. Device history record showed no abnormalities related to the reported failure. The device has passed all required inspection points with no associated mrr¿s, variances or rework. Complaint was not confirmed.

Event description:
N/a.